Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to discomfort. Device has suspected to have fluid loss. All components were explanted and replaced.

Manufacturer narrative:
Field change: g.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to discomfort. Device has suspected to have fluid loss. All components were explanted and replaced.